Manufacturer narrative:
On (B)(6) 2017 - we were notified that this lead was explanted on (B)(6) 2017 and we received a device evaluation. Bsx provided the following information: this rv lead was capped (B)(6) 2017 due to pacing rate not as expected (i.e. Pmt or mtr) and oversensing together with low pace less than 200 ohms. Sn (B)(4) was implanted. Patient arrived to the hospital with a heart rate of 30. Device was interrogated and there was over sensing seen on rv lead and intermittent capture at 6.5 v at 1 ms. Rv lead replacement procedure on (B)(6) with sensing of 5.0 and capture at 0.8 mv. Upon receipt, the lead was found cut approx. 5 cm distal to the is-1 connector pin. Two fragments of together 34 cm length were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The visual inspection of the returned fragment showed abrasion marks along the lead body. Further inspection revealed a damaged insulation approx. 29 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The inner conductor coil was fractured. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the damages the mechanical and electrical inspection of the lead fragments was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead had dislodged. Impedances were greater than 2500 ohms, there was loss of capture and no sensing. It was recommended to replace this lead. No explant date was provided.